Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 7nov2018. The service engineer (se) inspected the device. The se verified the reported error code and replaced the central processing unit (cpu) printed circuit board assembly (pcba). The se completed performance testing and the device was returned for use.

Event description:
It was reported that a v60 ventilator shut down, restarted, and generated an error code. The device was in use at the time of the event; however, there was no patient harm. Reportedly, the patient was placed on an alternate ventilator. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 24jan2019. Date rec'd by MFR: 24jan2019. The philips service engineer (se) inspected the device. The se verified the reported error code. The se replaced the central processing unit (cpu) printed circuit board assembly (pcba). The se completed performance testing and the device was returned for use. The cpu pcba was returned for failure investigation. Visual inspection of the cpu pcba did not reveal any evidence of damage or contamination. The component was installed into a test ventilator, and testing was conducted. The reported complaint could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.